Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of blood glucose versus sensor glucose differences and that the sensor is not reading accurately. Customer also indicated that calibration errors have been received during normal use. The customer indicated that the sensor glucose was 94 mg/dl and blood glucose was 174 mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to wait until blood glucose can stabilize to recalibrate and to restart the sensor. Customer was advised to change out sensor and follow up if any further questions. Customer was advised that the sensors would be replaced and to return the used sensors for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test and the sensor failed the test.